Event description:
It was reported that a patient experienced abdominal pain and had cloudy peritoneal effluent fluid coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the events. It was reported that there was no medication prescribed for the events. The patient recovered from the abdominal pain and the cloudy effluent fluid and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information : the patient is reported to be in her 80's (years of age). Should additional relevant information become available, a supplemental report will be submitted.